Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donation #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected incident date. Investigation: the run data file (rdf) was analyzed for this event. The rdf does not show root cause of the elevated wbc count measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. It is also possible that this leukoreduction failure may be donor related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.